Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of an atrial fibrillation (af) episode. The lead sensitivity was checked and found to be nominal. The threshold and impedance measurements were also found to be within normal limits. This lead still remains in service. No adverse patient effects were reported.